Event description:
It was reported that after a whipple procedure, the pt started bleeding after surgery and needed resuscitation. The artery was closed with the device when it was bleeding. In the second operation, the artery was closed with ligature. No additional information available at this time.

Manufacturer narrative:
Date sent: 02/20/2009. Information anticipated, but unavailable at this time.